Event description:
It was reported that the patient had an infection at the device pocket, lead, and extension locations. The type of infection was unknown and antibiotic treatment was necessary. The implantable neurostimulator (ins), lead, and extension were explanted. No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.

Manufacturer narrative:
Concomitant products: product ID: 3389s-40, lot# v251538, implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# v127831 product type: lead. Product ID: neu_unknown_prog, serial# unknown, product type: programmer, physician. Product ID: 3389s-40, lot# v127831, product type: lead. Product ID: 37085-60, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: extension. Product ID: 3389s-40, lot# v251538 implanted: (B)(6) 2010, explanted: (B)(6) 2015, product type: lead. (B)(4).